Event description:
It was reported that the pump declared alarm 20 during pumping, and the customer did not answer whether the issue caused their blood glucose level to exceed 500 mg/dl. The customer was unable to successfully load a cartridge and resume insulin therapy, resulting in recurrent cartridge alarms. Technical support assisted the customer by directing them to use multiple daily injections (mdi) as a backup therapy, confirmed their shipping address, and arranged for a replacement pump. The customer was instructed on how to put the pump into storage mode and agreed to return the problematic pump within 10 days using a pre-paid label.